Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist told them to stop the aligner treatment due to jaw issues, lack of room for their teeth and the aligners are not working. Requested letter of recommendation with notes from dentist to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.